Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2012, pt reported he slipped on ice and broke his arm; not diabetes related. Pt stated he damaged his iphone and his insulin infusion device was in the same pocket. Pt reported the infusion device is delivering insulin too low since hitting the ground from his fall to the ground. Pt stated his blood glucose level went as high as 400's mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported experiencing symptoms of polyuria and feeling ill when his blood glucose level was elevated. Pt stated immediately after the incident he primed out the infusion set tubing and made sure the basal rates were set correctly and continued to bolus via the infusion set. Pt reported his blood glucose level would not reduce to normal range. Pt stated the he switched to the backup infusion device using a new infusion adapter, new infusion set, and the same basal rates and his blood glucose level returned back to normal. Pt reported there is no exterior damage in the infusion device. Pt discarded the alleged infusion set, infusion adapter, and insulin cartridge used during the incident. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.